Manufacturer narrative:
Product analysis: the device was received with the capsule partially opened. The handle was intact. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. There was no damage noticed on the threading of the screw gear. There was a break observed in the capsule nitinol reinforcing frame near the proximal end of the capsule, the capsule was held together by the outer layer of polymer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured three times due to sub-optimal positioning. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event, but the cause of the positioning difficulty could not be conclusively determined with the available evidence. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. During the third recapture, the capsule was excessively and rapidly over-driven to realign the nosecone and the capsule buckled. Images submitted by the account show the damage potential caused by a capsule buckle. The subject dcs was returned to medtronic for analysis. There was damage observed on the threading of the screw gear. This damage indicates high forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. Many sources may contribute to high forces in the system including load quality and packing density of the valve in the capsule, bends and kinks on the shaft, tortuous anatomy and guidewire and sheath selection. In this case, the cause of the high force in the system cannot be determined with the information available. Separation of the capsule frame was observed and the capsule frame was held together by the outer layer of polymer. Capsule separation occurs due to excessive compressive forces applied to the capsule. Forces in the system is a cumulative effect that may be increased by factors such as tortuous anatomy and load quality. No procedural images or fluoroscopic load check images were submitted for review. The cause of the capsule separation cannot be determined based on the information available. There is no information to suggest a device quality deficiency that may have caused or contributed to these events, but a conclusive root cause cannot be determined at this time. The dcs and valve were removed from the patient and not used for implant. A second dcs was used for successful implant. No adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was returned for product analysis. However, the analysis has not been completed. Conclusion: without the completion of the device analysis, no definitive conclusions could be drawn regarding the clinical observation. An update to will be provided upon completion of the device analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of a 29-millimeter (mm) transcatheter bioprosthetic valve, the valve was recaptured two times due to positioning. A third deployment was attempted and during the third recapture, the delivery system (dcs) was excessively and rapidly over-driven to realign the nosecone and the distal end of the dcs capsule buckled. Subsequently, the dcs and valve were removed from the patient and not used for implant. A second dcs was loaded with a new valve and successfully implanted. The dcs was loaded by an experienced therapy development specialist (tds) and confirmed with visual, tactile and fluoroscopic inspection. The device was returned for analysis. No adverse patient effects were reported.